Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with scratches on the lens, and battery door missing. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up and it displayed lec 1871. Simulated use was able to download event log and able read out the pump error log but unable to run the pump. According to the investigation, the pump errors out. The event log verifies that the event occurred (several 1871 alarms recorded) and according to the investigation, the 1871 error code is motor_timeout2. During further investigation the pump was opened and found one broken wire on the optical switch. Service replace optical switch to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited error code 1871. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.